Event description:
It was reported ongoing occlusion alarms occurred, specific past dates unknown between february and may. The customers blood glucose level was displayed as "high," a specific value was not provided. Elevated blood glucose level was addressed with a manual dose injection. The customer continued to use the pump for insulin therapy and has a back-up plan if necessary.